Event description:
The patient had one complete se stent implanted to the distal left superficial femoral artery (sfa). The device was successfully deployed. Approximately 1 year post implant, a stent fracture was seen at follow up. 'Eight films of the left thigh are obtained to evaluate the stents in place within the left sfa. There is a solitary fracture within the stents. I can only identify one fracture within the stents. Visualized bony structures of the left femur are normal. The investigator indicated that the reported event was definitely related to the study stent/procedure. Cd evaluation: review of cine images determined that the stent conforms nicely around the calcified plaque, bending in places, but not breaking. All stent struts are still intact. The characteristics observed were due to in-stent restenosis. Complete se is not approved for use in the us for sfa indication, but is similar to complete se which is approved for biliary/iliac indication.

Manufacturer narrative:
(B)(4). Evaluation, results: restenosis of vessel. Calcified plaque. Conclusions: calcified plaque.